Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high thresholds in both unipolar and bipolar configurations. It was also reported that the lead monitor function had turned off. The ra lead was changed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.